Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Os 111570 - the dentist reported that 2 weeks after the dental implant was installed in patient's mouth, it was verified its non- osseointegration. 35 ncm of primary stability was achieved and immediate load was not executed. Patient presented insufficient bone quality/quantity (bone type ii).